Manufacturer narrative:
(B)(4). The event of "allergic" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1cc of juvéderm volbella® xc. A few hours later, the patient experienced ¿a lot of swelling¿ in the lips and lower face. The patient had concerns that they would ¿stop breathing¿ and went to the hospital. The patient was discharged the next morning and was informed that they are ¿allergic to hyaluronic acid.¿ the patient was treated that same day with a steroid injection and benadryl. The symptoms resolved later that day.